Event description:
It was reported that an intraocular lens (iol) was set for surgery. But the lens got scratched to become useless because the plunger failed to push the lens to override it. Similar events occurred two times in a row. There was no patient contact as the issue was prior to use, no patient injury. No other information was provided. This is to capture 1 of 2 events received, a separate report is submitted to capture 2 of 2 events.

Manufacturer narrative:
No patient involvement. Date of event: unknown, not provided. Implant date: if implanted, give date: not applicable, as lens was not implanted. Explant date: if explanted, give date: not applicable, as lens was not implanted, hence not explanted. Email address: unknown/not provided. Phone number: (B)(6). The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: sept. 21, 2022. Section h3. Device evaluated manufacturer? Yes . Device evaluation: no complaint lens was returned for evaluation. Visual inspection under magnification revealed the handpiece was received with signs of damage near the exit of plunger rod track and where the handpiece holds the cartridge consistent with a handpiece that was forcefully disassembled. The cartridge was observed disassembled as well. The complaint issue (dc-override, dc-cosmetic issues, and dc-plunger rod issue) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.